Manufacturer narrative:
Based on the claim against the product by the customer noting disabling an arm during surgery, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. System was tested and ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they got an 32056 error on arm 4. The issue occurred during the procedure. The surgeon disabled the arm and continued with 3 arms. After the procedure the system was power cycled and the emergency power off was activated. The customer restarted the system and the fault returned on arm 4. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting kept getting errors an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure (errors 1123, 32056,1173) was confirmed the logs, pointing to the pitch search light single axis (slsa) board and the errors were also replicated during testing. The unit was tested on an in-house system and failed normal mode triggering error 32056. The unit was also tested on a test platform and passed lissajous, carriage strength, carriage switches, sine cycle, but failed agc current pointing to the pitch slsa. After installing a golden pitch sl, the unit passed agc current. The pitch searchlight assembly printed circuit assembly (pca) and flat flex cable (ffc) will be replaced as a fix the reported issue. The complaint regarding repeated errors was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.